Event description:
As reported by the user facility: suspected overinfusion on (B)(6) 2013. Nurse reports that she set pump to infuse zosyn over four hours using the programmed drug library. Infusion completed in two hours. No patient injury. Biomed was unable to duplicate event but unable to confirm cause of error. (B)(4).